Event description:
The user facility reported that an employee had spilled peracetic acid on her arm when transferring a processing tray from one system 1 processor to another processor due to a "fill problem". The employee went to the facility employee health department for redness and itching on the arm. The affected area was rinsed with water, ointment applied to relieve the itching and covered with a bandage. The employee missed no time from work and it was reported that the injury fully healed with no residual injury. The employee was not wearing personal protective equipment (ppe) at the time of the reported incident.

Manufacturer narrative:
According to the steris system 1 operator manual, the device will abort a sterilization cycle if the processor detects there is a "fill problem" indicating that certain components of the device require inspection or if the water pre-filters must be changed. A steris field service technician went onsite and found that the user facility biomedical technician had already addressed the " fill problem" by replacing the float block and returned the processor to service; the system 1 processors at this facility are not under service contract and are maintained by the facility biomedical personnel. Steris has determined the cause of this incident to be user error. The employee removed the processing tray containing an open, partially full cup of s20 and transferred the tray to another processor without wearing ppe and without first properly disposing of the punctured open s20 cup. The system 1 operator manual states (pp.2-5). "Once the aspirator probe is inserted, do not attempt to remove the container from the sterilant compartment. If it is necessary to remove a container which has been opened but not diluted, follow the disposal instructions for leaking/damaged containers". The system 1 operator manual further instructs user that are handling s20 to "wear protective attire during the entire procedure" (pp. 2-6). Steris insisted upon in-service training regarding the proper handling and use of the system 1 and s20, however the user facility refused, stating additional training was not needed.